Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced serious bodily injury, significant mental and physical pain and suffering, required multiple surgeries and permanent injury and damages. No other information is available.